Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer's blood glucose was 600 mg/dl. Customer decline to troubleshoot for high blood glucose. Customer reported that quick release is not locking correctly causing to have high blood glucose. Customer reports there was not stress or pull on the tubing. Customer reports the pump wasn't dropped with the set connected to their body. Advise to change the infusion set. Advise to return the set for analysis. The insulin pump will not be returned for analysis.